Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had an infection in the device site. The patient was treated with systemic antibiotics which resolved the infection. There were no additional adverse patient effects reported. The rv lead remains in service.